Event description:
During troubleshooting for a check patient line alarm on the homechoice machine, it was reported that the care giver observed a small air bubble near the connection interface of the cassette and transfer set. The home patient was connected to the device at the time of the observed air. It was noted that the patient line was fully primed when the patient connected themselves for therapy. The patient had the patient line tucked into their clothing. The technical service representative (tsr) had the patient remove the patient line from their clothing and open/close the transfer set 5 times. The air bubble then disappeared. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.